Event description:
On (B)(6) 2026 approximately 2000-iabp alarmed "helium loss' and then turned off ---I checked for kinks, blood in tubing, positioning of patient. I could not find a source of problem. It continued to alarm without pumping. I called on call specialist for iabp- she walked me through checking the same things I had already checked, then instructed me to turn it off and back on. The balloon pump had to reset which probably took 30 seconds of restarting. In doing so I had approximately a 90 point drop in sbp. The next night the iabp alarmed the very same way and shut off, I went through all the usual checks (kinks patient positioning etc) , tried turning it off on the screen and back on, it continued to alarm 'helium loss" - with the pump off - so I turned it off on the side then back on. Again, a significant drop in hemodynamics. This seems very dangerous given the high acuity of the patients on an intra-aortic balloon pump.